Event description:
According to the complainant a progav had a dysfunction postoperatively. The valve was implanted (B)(6) 2017. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Height: (B)(6).

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve inserted in an unknown liquid in the provided return kit. Results: first, we performed a visual inspection of the valve. No significant deformations or damge of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable with difficulty; it met all other specifications. Finally, we have dismantled the valve. There were no visible deposits observed inside. Based on our investigation, we are unable to substantiate the clinical claim of dysfunction. At the time of our investigation, the valve was fully functional and worked within specifications. Despite the lack of significant deposits, it is possible that the computer controlled test may have flushed out any existing protein deposits that may have previously contributed to a functional impairment or even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.